Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was disposed of by the customer. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for this lot, and no similar complaints were identified. It was reported that during insertion, the tab of an es2 blade screw was fractured intra-operatively. Per additional correspondence, the tab fractured at welding during screw insertion, no broken fragments were left in patient, it is unknown if the screw was inserted at an extreme angle or if excess force was applied. It was reported that the issue occurred as a c ring was not used during the surgery. The es2 surgical technique was reviewed: ¿ring can be loaded onto the blades to help maintain their open position, once the screw is inserted and the polyaxial screwdriver and dilator 3 are removed. Rod template is placed into the notches on the ring with the rings at the same level and the blades held upright and parallel. Position the rings along the blades of the screws at the same hole level (1-7). With the rings at the same level and the blades held upright and parallel, place the rod template into the notches on the rings.¿ it is possible that in the absence of ring, an excess cantilever force was applied onto the tab leading to tab fracture. Difficult angle may have also contributed to the event. However, since the device was not returned and lack of information, an exact cause of the reported event could not be determined.

Event description:
It was reported that the tab of an es2 blade screw was damaged intra-operatively. There were no adverse consequences to the patient or reported surgical delays.

Manufacturer narrative:
Hospital disposed of device.

Event description:
It was reported that the tab of an es2 blade screw was damaged intra-operatively. There were no adverse consequences to the patient or reported surgical delays.